Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and burn marks was observed in and near the usb port. A further extended investigation was conducted. Visual inspection was performed on the returned reader using digital microscope and burn marks were observed near the usb port. Therefore, the observation in the previous phase about burn marks near the usb port is confirmed. Data review is not required as glucose data readings would not give any indication of smoke, explosion, or fire occurring. ¿ the returned reader was brought to the bench for functional testing. The battery was charging normally, and no abnormalities were observed. The reader was turned off to conduct an off current test by using a keithley source meter to measure the current. The off current was measured, however results were not within specification for readers with an nxp processor present. The results of the off current test show that there is no indication that the reader was drawing excess current. A thermal camera was used to observe any hot spots on the reader and no hot spots were observed. A built-in reader test was performed on the returned reader with its own software and passed successfully. The results of the functional testing show that the reader is working as intended, and there are no anomalies besides the burn marks near the usb port. The observed burn mark near the usb port points to the cable and/or adapter since the marks are isolated to the one area and because the reader is functional. However, since the cable and adapter were not returned, this cannot be confirmed. Given that the returned reader passed all functionality testing, and the adc cable and adapter were not returned to perform further testing; this issue is not confirmed. The cable and adapter has been requested back for an investigation and the customer agreed to return the device. However, cable and adapter has been received at this time despite follow up attempts by adc. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.